Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory limb of the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for investigation. The electrical resistance of the inspiratory heater wire of the breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire resistance was within specification. A lot check was not performed as no lot number was provided. Conclusion: no fault was found with the returned complaint device and we were unable to confirm the reported fault. Resistance tests and visual inspection are performed on all rt340 breathing circuits during production and those that fail are rejected.

Event description:
A hospital in (B)(6) reported via fph product specialist that there was an open circuit on an rt340 adult breathing circuit that caused a humidifier to alarm. No patient consequence was reported.